Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code 16, with a fault ID provided. There was no specific information available regarding the impact on the customer¿s blood glucose level. The technical support team decided to replace the pump, confirming that it was still under warranty and ensuring that the replacement would have updated software. The customer understood and acknowledged all instructions, including returning the malfunctioning pump to tandem and setting up the replacement pump.